Event description:
It was reported that an unexpected error with a white screen was displayed when attempting to data synchronize a report. It was noted that reports could be transferred using the patient data management application; however, the white screen error occurred each time data synchronization was attempted. Troubleshooting steps were taken to include rebooting the host tablet, force closing the application, switching from a secure wireless fidelity (wi-fi) network to a guest wi-fi network, and and reinstalling the application with a view to resolving the issue. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.4.1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.